Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. In addition, the omsc confirmed the following additional information. Repair history: since the device is a foreign-destined product, the repair history cannot be checked. Evaluation results: repair content was video-connector socket replacement. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to as follows, (1) it is speculated that the terminal corrosion of the video connector socket of the subject device occurred when the user connected the electrical junction of the video connector without sufficiently drying it. (2) we speculate that (1) resulted in a poor connection of the electrical contacts, affecting the image transmission between the scope and the subject device, resulting in a symptom with no images on the screen. (3) although not identified in the repair department, (1) may lead to a poor connection of the electric contact, affecting communication between the scope and the subject device and informing e216 (scope communication error). (4) it is speculated that (1) resulted in a poor connection of the electric contact point, affecting the communication between the scope and the subject device, and the b30 error (scope communication error) was reported. (5) the subject device has been manufactured for more than 5 years. It is speculated that the failure of the patient substrate parts due to long-term repeated use resulted in a symptom in which a vertical line entered the image. Since the patient board is preprocessing the image signal, it is possible that the line enters the image due to the failure.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed and the scope communication error e216 was displayed. In the evaluation of olympus australia (oaz) the following was confirmed, there was no image on the screen. There was communication error b30 on the screen. There was vertical lines when using 180 series scopes. There was dusty and has signs of rust on video connector of front panel. There was no report of patient injury associated with the event.